Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) oversensed noise, which triggered pacing inhibition. Programming changes were implemented. The patient was in stable condition.